Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 436 mg/dl. The cause of the elevated bg level was unknown; however, customer had a boil which healthcare professional believed contributed to the event. Customer was unable to verify if this caused the issue, as customer only discovered boil in the ER. Bg was treated via intravenous insulin and saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
D1. D2a. D2b. D4. H4.